Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.